Event description:
A hemodialysis patient coded with use of this dialyzer. The facility was contacted, a verbal report was received as well as the treatment sheets of this event from the don. The patient had bilateral crackles pre-tx. For this event, the patient's hemodialysis was initiated when well into 2 hours of therapy, the staff gave 100 ml of ns to maintain bp. The bp was 115/49 and then the patient became unresponsive. The patient's blood was returned. O2 given, and 911 was activated. It was reported that a pulse was present but no breathing and an ambu bag was used. AED applied with not shock delivered. The patient started to breath after 5-10 seconds and patient now responsive. The patient was transferred to ER. The staff attempted to remove 1.7 kg of fluid. According to the verbal report from the don, she believes the symptoms "could not be e-beam. This patient is withdrawn, has increased bp, and is not taking her meds, has increased fluid, feet are swollen, and staff is unable to remove enough fluid and the patient is not tolerating large fluid removal. We request this patient to return for an extra treatments to remove fluid and no response from this patient. The patient has recently lost her husband who was also a dialysis patient and she reportedly frequently states "he is waiting for me". The patient has a history of apnea. The new order is to remove on up to 3.5 kg of fluid per treatment. Also, the patient has heart failure." There is a companion sample available for evaluation. The patient continues hemodialysis as ordered with an 180nr with continuation of unresponsive episodes but will less frequency.